Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm during therapy. The customer's blood glucose was 330mg/dl at the time of the incident. The customer reported that they changed out a few sets, was working ok and then alarms started again. The customer will call back to troubleshoot. The customer found that the cannulas were bent. The pump will not be returned for analysis.